Event description:
It was reported that the patient presented during generator changeout procedure. Upon interrogation, it was noted that the atrial lead exhibited noise. No interventions were performed. The patient was stable and will continue to be monitored.